Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent. And hemodynamic compromise. The cause of peritonitis was not reported. The same day the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with imipenem (500mg, intravenous,every 12 hours), vancomycin (1gm,intravenous), ceftriaxone (1 gm, intravenous, every 12 hours) and amikacin (200mg, intraperitoneal) for peritonitis. At the time of this report, the patient was recovered from the event , antibiotic therapy was discontinued and the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.